Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the customer included battery¿s thumb button was damaged. The battery¿s plastic molding was also damaged and hanging off of it. A functional evaluation revealed the customer¿s battery would not lock into the spider 2. The battery receptacle on the spider 2 was inspected and was not damaged. A test battery was used to functionally test the unit and it passed all functionality tests. The complaint was confirmed.

Event description:
It was reported that during shoulder arthroscopy surgery, the device wont lock in place. A backup device was available to complete the procedure with no delay or patient injuries.